Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was observed inside the femoral implant package. Attempts to obtain additional information have been made; however, no more is available.